Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's logs were submitted for review. A review of the log files revealed pump stops on (B)(6) 2022. These occurred while on battery power. The patient had a known short to shield which appears to have matured to a phase-to-phase short. An x-ray of the driveline was performed and there was some wear and tear on the external section of the driveline. A driveline repair was scheduled, but a severe twist was found in the driveline 2 inches from the exit site. A driveline repair could not remove this damage. The patient was taken to surgery to expose additional driveline length and the repair was completed on (B)(6) 2022. After the repair, the patient had additional pump stops on (B)(6) 2022. This occurred on a grounded patient and the patient has since been placed on an ungrounded patient cable. The pump stops continued on (B)(6) 2022. This indicated that there was an internal phase to phase short. Plans to replace the pump have been made.

Manufacturer narrative:
The patient's known short to shield was previously reported under manufacturer report number 2916596-2017-00566.

Event description:
Additional review of the log files revealed a no external power event (B)(6) 2022 that was associated with a pump stop. The patient underwent a pump exchange on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion the evaluation of heartmate ii lvas, serial number (B)(6), and the returned portion of the driveline identified a compromised driveline that could have contributed to the reported pump stops and low speed events. Evaluation of the submitted log file confirmed the reported pump-stops before and after the driveline repair, indicating that there may be further wire damage on the internal portion of the driveline. The pump was returned assembled with the driveline cut approximately 8.5¿ from the pump housing, and a 28¿ distal portion was returned for evaluation. A previous driveline repair was observed approximately 20¿ from the metal connector. The sealed inflow cannula (inlet extension, flex section, and inlet elbow) was not returned for evaluation. The sealed outflow conduit (outflow graft and outflow graft bend relief) was not returned. The outflow elbow was returned attached to the pump¿s outlet port. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(6) revealed no evidence of developed depositions or thrombus formations. The submitted log files captured intermittent low speed hazards including pump stops on (B)(6) 2022, (B)(6) 2022, (B)(6) 2022, (B)(6) 2022, (B)(6) 2022, (B)(6) 2022, (B)(6) 2022, (B)(6) 2022, and (B)(6) 2022 while the patient was supported by both the power module and batteries. The pump stops were accompanied by low-speed events as low as 0 rpm, low flow hazards, and power elevations. Based on complaint history and similarly reported events, the data captured in the log file is potentially consistent with a damaged wire in the patient¿s driveline, which was confirmed through the evaluation of the returned driveline. No other atypical events were captured. The submitted x-ray of the external portion of the patient¿s driveline appeared to show several areas of wear. A submitted photograph showed a twist in the external portion of the driveline. Electrical continuity testing of the driveline returned with (B)(6) was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the driveline. Upon removal of the silicone jacket, inspection of the bionate layer revealed a small hole approximately 12¿ from the pump housing. Fraying and minor breakdown in the metal braided shield was observed 12.5-13.5¿ from the pump housing. Areas of more severe breakdown were observed approximately 1.5" and 10-11.5" from the pump housing. Microscopic and visual inspection of the wires revealed breaches in the insulation of the red, orange, yellow, and brown wires approximately 12¿ from the pump housing. Electrical continuity testing of the returned portion of driveline from the external repair was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the driveline. Layers of tape were observed approximately 2-15¿ from the metal connector. A tear in the silicone jacket was observed under the rescue tape 12" from connector. Upon removal of the silicone jacket, the bionate layer appeared unremarkable. Fraying and minor breakdown in the metal braided shield was observed along the length of the driveline. Areas of more severe breakdown were observed approximately 2", 3.5", 8-10", 12.5", 15-16", and 17-18" from the metal connector. Visual inspection of the wires confirmed 2 breaches in the red wire approximately 12.5 and 18.5" from the metal connector and 1 breach in the black wire 18.5" from the metal connector. The observed wire damage appeared to be the result of repetitive flexing of the lead. The remaining segments of the driveline were then submerged in a saline solution for high potential testing to verify the integrity of each wire¿s insulation. This test did not reveal any additional areas of current leakage. If the exposed conductors of the red, orange, yellow, brown, or black wire contacted the braided shield while operating on a tethered power source such as the power module or mobile power unit (mpu), the resulting short to ground could have resulted in the alarms and pump stops that were confirmed through the submitted log file. Similar events could have occurred if the exposed conductors of the red, orange, yellow, brown, or black wires contacted the braided shield simultaneously or if the exposed conductors from two wires of different phases contacted each other while the patient was connected to battery power. A distal-end driveline replacement was performed on (B)(6) 2022 and approximately 21¿ of the external portion/distal-end of the driveline was returned for evaluation. Post repair, the patient had additional pump stop events and was put on an ungrounded cable. The patient underwent a pump exchange on (B)(6) 2022. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6) . Incidental findings: the log files captured no external power events. Superficial damage to the outer silicone jacket was observed. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU), rev. C., is currently available. Section 7, titled ¿alarms and troubleshooting¿, addresses all system controller alarms (including driveline fault, low speed advisory, low flow hazard, and pump off alarms) and how to respond to such events. The hmii lvas patient handbook, rev. C, is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 29sep2014. No further information was provided. The manufacturer is closing the file on this event.